Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported false downstream occlusion messages, which were not reproduced during evaluation. Downstream occlusion alarms were confirmed through a review of the event history log. A downstream occlusion test was performed per the spectrum preventive maintenance procedure with the unit passing. No component could be identified for causality

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during a software update. It was also reported there was no patient involvement.